Manufacturer narrative:
Additional patient identifier: (B)(4). This report is for an unknown (201.6xx) 2.4mm cortex screws, unknown lengths/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image(s). The image(s) was reviewed, and the complaint condition is confirmed for broken/embedded as the image(s) shows two broken screw and an embedded fragment; the images did not provide enough clarity to determine if any other screws are broken. As the implant(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was not performed as lot number could not be determined from the images. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent hardware removal due to 4 broken 2.4mm cortex screws and tibia/pilon nonunion/malunion/ delayed healing and decreased range of motion. The devices were revised using new plates and screws. One of the fragments from the 2.4mm cortex screw was retained in the patient, as the surgeon was unable to remove it and the rest were removed. There was no surgical delay. The procedure was successfully completed. Patient outcome is unknown. Concomitant devices reported: variable angle locking compression plate (va-lcp) anterolateral distal tibia plate (part# 02.118.207, lot# 7805752, quantity 1), dynamic compression plates with limited bone contact (lc-dcp) plate (part# 249.924, lot# 4l67655, quantity 1), quarter tubular plate (part# 242.04, lot# 10l9476, quantity 1), unknown cortex screws (part# unknown, lot# unknown, quantity 9), unknown variable angle locking screws (part# unknown, lot# unknown, quantity 4). This report is for 1 unknown 2.4mm cortex screw. This is report 1 of 4 for complaint (B)(4).